Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed interference/noise. Ventricular short interval count v-sic=327 counts, in 10.83 days, occurred between (B)(6) 2012 13:52:16 to (B)(6) 2012 09:41:11. Concomitant products: 6943 implantable tachy lead (B)(6) 1999; 6937a implantable tachy lead (B)(6) 1999; 7122 competitor implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that on remote transmission there was a high number of short interval counts (sic) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was intermittently contacting the ring of a high voltage lead, causing noise and oversensing on the sensing circuit. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).